Event description:
It was reported that the patient was being treated in the emergency room for hypoglycemia when pauses and a low heart rate were observed. The right ventricular lead was found to have t-wave oversensing. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).